Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an 8110 with a bad iui gave a channel error. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 02/07/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn 14567818 which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the 8110 with bad iui gave a channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device was not returned.

Event description:
It was reported that an 8110 with a bad iui gave a channel error. No patient involvement.